Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the suture could not be "grasped". The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) was removed. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling for the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that suture placement in a common femoral artery was attempted with a proglide device via an 8f sheath using the pre-close technique prior to an endovascular aneursym repair (evar) with recanalization of the left iliac artery. Reportedly, the proglide device had a cuff miss occur. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.